Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿ok¿ button was not responding properly. The reporter stated that the keypad cover was intact and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact. The pump powered up with the appropriate audible and vibratory features. The ¿up¿ and ¿ok¿ buttons responded intermittently while the contrast and ¿down¿ buttons responded properly. Removal of the keypad cover found contamination under the ¿up¿ and ¿ok¿ button contacts. Unrelated to the button issue, it was observed that the display screen was discolored but legible.